Event description:
It was reported that the 9800 system had a black line across the left monitor and the laser aimer was dim. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power cord and laser aimer were replaced during the service call. The system was tested and found to be working as intended and put back into service.